Event description:
The customer called and reported the insulin pump had a cracked screen, after the pump was dropped. Customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass noted. Displacement test could not be performed, due to lcd damage. The device was also received with a c racked case at lcd window corner, a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.